Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 79-year-old female with a history of chronic obstructive pulmonary disease (copd), aspergillosis, hypothyroidism, and htn presented to ed yesterday afternoon with shortness of breath and chest pressure. The patient was admitted and was brought down to the cath lab for impella placement and possible angioplasty. The patient was taken emergently to or for CABG procedure. During the off-pump CABG, the physician lifted and turned heart, which resulted in a perforation from impella cannula. The patient was placed on cardiopulmonary bypass (cpb). The perforation of the left ventricle was successfully closed. Due to the extent of dissection down lateral wall, no other options were available to restore flow. The patient was unable to tolerate coming off cpb and patient expired.

Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was filed. No product was returned. As per clinical review, while attempting to get to circulation doctor lifted and turned heart which resulted in a perforation from impella cannula. The cause of the ventricle perforation issue was use related based on clinical review.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.